Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, this 840 ventilator began to alarm and turned off. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue of automatically turning off after turning on. The sp reported that the direct current (dc) source needed to be replaced. Additionally, the sp found an extended self-test (est) code and leak from the exhalation valve. The additional issue, required that the air proportional solenoid valve (psol) and exhalation valve be replaced. Multiple follow-up attempts, to the customer, have been made to obtain additional details with no response. The likely cause of the event was isolated in the field to a potential fault in dc source the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, this 840 ventilator began to alarm and turned off. It was reported that the patient died due to acute gastrointestinal bleeding and that the ventilator did not cause or contribute to the reported event of the patient's death.

Manufacturer narrative:
Additional information added to section b5. Additional information added to initial report h3 device evaluation summary: multiple follow-up attempts, to the customer, have been made to obtain additional details with no response. Repair quotation has been submitted but not approved to date. The likely cause of the event was isolated in the field to a potential fault in dc power supply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information as follows: it was reported that during use on a patient, this 840 ventilator began to alarm and turned off. The patient was found unresponsive. The patient was manually assisted with a resuscitator and then connected to another ventilator and death occurred after due to acute gastro intestinal bleeding, and it was determined that the ventilator did not cause or contribute to the patient's death.